Event description:
The customer reported an o2 leak. It was later clarified by fse that there was a high leak from the oxygen water trap/inlet filter assembly due to it was broken. There was no report of patient involvement.